Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence, should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information received, end users mom caths daughter with spina bifida for 5 months. She noticed nothing was coming out when cathing end user and thought she didn't have any residual. After pulling out cath realized there were no eyelets.